Event description:
A MFR's rep reported that the pt's implantable neurostimulator "turned off and on immediately" after exposure to a theft detector or security gate. The pt experienced unspecified "side effects" while going through the gate. The health care professional "does not believe stim is being turned on/off" and thought that the pt "may be experiencing therapy changes as he is going through the gates." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.